Event description:
On an unknown date, this patient underwent total aortic arch replacement (tar) to treat an aortic dissection. On (B)(6) 2019, the patient presented with hemoptysis. The patient underwent endovascular emergency treatment using gore® tag® conformable thoracic stent graft with active control system (ctag/ac) for bleeding. On (B)(6) 2021, follow-up examination revealed that the distal part of ctag/ac migrated proximally. In addition, an enlargement of the aortic diameter was observed at the distal end of ctag/ac. On (B)(6) 2021, the patient underwent a reintervention. An additional stent graft was deployed to extend the device distally. The patient tolerated the procedure. The physician stated that the reason for the migration was not identified.